Event description:
Case description: investigation result: novopen 4, batch number: fvga263 the product was not returned for examination novolin 30r, batch number: unknown no investigation was possible, because neither sample nor batch number was available since last submission the case has been updated with the following: -investigation result updated. -annex b, c, d and g codes updated -narrative updated accordingly final manufacturer's comment: 03-jul-2023: the suspected device novopen 4 has not been returned to novo nordisk for investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Use of expired device, elderly age of the patient and underlying medical condition of type 2 diabetes mellitus are significant confounding factors for device malfunction and related clinical consequence. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novolin 30r. H3 continued: evaluation summary novopen 4, batch number: fvga263 the product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The blood glucose was too high. Fasting blood glucose was 12-13 mmol/l and blood glucose at 3-5 pm was 25-30 mmol/l. [Blood glucose increased] there was a great resistance for resetting of piston rod. During use, the pen could not be pushed. [Device mechanical issue]. Patient used the novopen 4 with batch number fvga263( expiry 19-sep-2021) [expired device used]. Case description: this serious spontaneous case from china was reported by a consumer as "the blood glucose was too high. Fasting blood glucose was 12-13 mmol/l and blood glucose at 3-5 pm was 25-30 mmol/l.(blood glucose increased)" beginning on (B)(6)2023, "there was a great resistance for resetting of piston rod. During use, the pen could not be pushed.(device mechanical jam)" with an unspecified onset date, "patient used the novopen 4 with batch number fvga263( expiry 19-sep-2021)(expired device used)" with an unspecified onset date, and concerned a 74 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novolin 30r (insulin human) (dose, frequency & route used-20-22 u in the morning and 18 u in the evening, regimen #2: 28-32 u in the morning and 25-30 u in the evening) from unknown start date for "type 2 diabetes mellitus", patient's height: 168 cm; patient's weight: 66 kg; patient's bmi: 23.38435370. Current condition: type 2 diabetes mellitus (duration not reported). On (B)(6)2023, the patient was hospitalized due to inflammation of the gallbladder. During hospitalization, the doctor informed the patient that the blood glucose was high, and only then did the patient know that the blood glucose was high and on an unspecified date of (B)(6)2023 fasting blood glucose (blood glucose) was 12-13 mmol/l and blood glucose at 3-5 pm (blood glucose) was 25-30 mmol/l. After dose adjustment fasting blood glucose (blood glucose) was 4.1-5 mmol/l and blood glucose at 3-5 pm (blood glucose) was 9.1-12 mmol/l. After the 10th day of hospitalization, blood glucose returned to normal. It was reported that there was a great resistance for resetting of piston rod. During use, the pen could not be pushed. The patient also used expired device. Needle was used repeatedly, which caused needle clogging. After the patient was suggested to change the needle, the medication liquid could be pushed out from the needle normally. The malfunction of novopen was excluded. The use of novo nordisk needles was excluded. The patient used to shook the medication to re-suspend it before each injection. The patient always operated when injecting insulin. Patient was not trained in the use of the novopen. Patient used to attach the needle to the pen in a 180 degree angle used to store in the storage box on the inner wall of the refrigerator door. It was reported that there was a phenomenon of separation between the cartridge holder and the novopen. No flow test was conducted after the assembly of the novopen and the cartridge. Patient always used one novopen didn't change the pen recently. Patient didn't suspect lack of efficacy. Batch numbers: novopen 4: fvga263, novolin 30r: requested. Action taken to novopen 4 was not reported. Action taken to novolin 30r was reported as dose increased. The outcome for the event "the blood glucose was too high. Fasting blood glucose was 12-13 mmol/l and blood glucose at 3-5 pm was 25-30 mmol/l.(blood glucose increased)" was recovering/resolving. The outcome for the event "there was a great resistance for resetting of piston rod. During use, the pen could not be pushed.(device mechanical jam)" was recovered. The outcome for the event "patient used the novopen 4 with batch number fvga263( expiry 19-sep-2021)(expired device used)" was not reported. Since last submission the case has been updated with the following: event onset date of hyperglycemia updated. Operator of device and trained user tabs updated in novopen. Reporter causality updated. Narrative has been updated accordingly. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. Preliminary manufacturer's comment: 12-may-2023: the device has not been returned yet. If the sample is received, the device will be investigated to evaluate if it works according to the set specifications and intended use.